Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave an out of range signal for about two and a half hours. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.